Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4) (18 years old). They stated the power generator stopped working during the transection of a branch in the saphenous vein. Branch started bleeding and they needed to open the leg to clip vein. Additional incisions were made upon opening leg to finish harvesting with open harvest. Amount of blood leakage and blood transfusion are unknown. Power source setting was on 3. There was a procedural delay. Visual inspection of the power generator showed no external damage. Alternate power cord was used to power generator and it worked. Adapter cable was changed. System seemed to work fine at that moment. Biomed came down and informed them that the device cannot be serviced.